Event description:
In 2002, customer alleges a pt got their head stuck through the right-hand siderail. The account had to grease the pt's head down in order to free their head from the siderail. No injury was reported.